Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient indicated that medical intervention was required but did not provide any details. Additionally, the patient tested the receiver and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Device failed functional test; will not turn on no audio or vibrator available, no logs available. The receiver case was opened for further evaluation. A visual interior inspection was performed and a defective battery was confirmed. The root cause was determined to be a defective battery customer complaint verified.

Manufacturer narrative:
(B)(4).